Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user observed differing glucose readings between the pump and a dexcom app, confirmed by a fingerstick of 191 mg/dl after a recent meal, with no leaks or kinks identified and education provided to manually enter the fingerstick to support proper connections. Symptoms included hyperglycemia without reported clinical effects. Outcomes included no health consequences or impact. Investigation included troubleshooting and education with confirmation of sensor and pump reading variance and review of infusion set integrity. Investigation of this case revealed no device malfunction or component issue identified and no clinical sequelae observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.